Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 7.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. A ligature mark was found 37 cm proximal to the lead tip, which had no impact on electrical performance of the lead. Additionally, the fixation helix was found bent. The deformation probably occurred during the surgery due to mechanical stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to loss of capture. Should additional information be received, this file will be updated.